Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources which resulted in the battery fully depleting and the pump shutting down. The pump was able to be successfully charged after being powered back on using a different usb wall adapter. The customer¿s blood glucose ranged between 170-240(mg/dl).